Event description:
It was reported that during catheter prep before a ptca procedure, a questionable leak was observed in the device, however, the device continued to be used (contrary to IFU). The first inflation of the balloon at 4 atm would not hold pressure. During a second inflation attempt, an air bubble was sent down the right coronary artery and the pt had s-t segment changes consistent with an air embolis. Medications were used to stabilize the pt, and a full recovery was made.